Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number is 208065, expiration date 02/28/2014). (B)(6).

Event description:
Customer reported "feeling disoriented and was slurring" with a result of 8.8 mmol/l obtained on the compact plus system. Immediately following this result, customer tested 3.5 mmol/l on the mobile system. The customer's friend called an ambulance; a nurse tested the customer on an unknown meter and reported his blood glucose result was fine. The customer's symptoms improved, and medical treatment was not necessary. Requested return of suspect device.